Event description:
It was reported that the implantable pulse generator (ipg) migrated which made it difficult to charge. The patient underwent a pocket revision procedure and the device remains implanted and in use. There were no reported complications postoperatively.